Event description:
It was reported that the lead would not pass the distal screw set of the competitors device. A new device was selected and successfully implanted with the right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.